Event description:
Reporter stated in a meter-to-lab (fingerstick-to-venous, one hour apart, fasting) comparison blood glucose results were 198 and 137 mg/dl respectively. Reporter stated he was not experiencing any symptoms.